Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). Ketones were present. Elevated bg was associated the lowering of the basal setting by a healthcare provider. Reportedly, a clinical diabetes educator discussed the event with the customer.